Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective stimulation following a fall. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Justification for ¿no escalation required¿ selection: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is not being returned. Revision of leads due to inadequate therapy was reported to abbott. The leads were replaced to reestablish effective therapy. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined